Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been inadvertently discarded. The cycler alarm appropriately to the presence of air. The exact source of the air cannot be determined. Air alarms at the start of treatment are typically due to air entering the system when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, it was reported that air started to fill the cartridge as soon as the pt was connected which triggered venous air alarms. Treatment was ended without returning the pt's blood, resulting in an estimated blood loss of 190cc. No medical intervention was required.